Event description:
A customer observed that the tipmaster pipettor is not aspirating properly. Improper aspiration volume could lead to erroneous test results. There was no report of harm as a result of this event.

Manufacturer narrative:
The pipette was returned to the manufacturer and the complaint was verified. The customer was sent a replacement pipette. Product labeling instructs the user to perform qc or verification daily, minimizing the possibility of erroneous results.